Event description:
Gorin access was established for a possible intervention of the pts sma. Angiography showed stenosis, the decision was made to deploy a 7x22 icast in the sma. The .035 wire access was obtained and a 7fr 45cm sheath was placed into the sma for stent delivery. Physicians noted that it was difficult to pass the stent over the wire and noticed before the bend in the sheath that the stent was partially dislodged. Removed the sheath and stent, replace with new sheath, used the same wire and successfully advanced and deployed a 6x22 icast.

Manufacturer narrative:
The returned device is currently under evaluation. A device history record review was performed and the device was found to have met all specifications without any deviations.